Manufacturer narrative:
The manufacturer received information alleging a blank screen had occurred on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd cable was replaced to address the issue. Additional findings not related to the malfunction/issue were the air inlet filters being exchanged on the device, the rear and side housing (or enclosure cases) along with the exhalation housing were replaced on the device. The oxygen blending module was replaced on the device. After all the parts were replaced on the device, the device was tested and found to be operational. The device was cleaned.

Event description:
The manufacturer received information alleging a blank screen had occurred on the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.